Event description:
A hemodialysis inpatient user facility has reported that there was an external blood leak that occurred. Blood was visible; blood test strips were not used. Contact said there was a crack on the end cap. She said there was actually a piece of plastic that broke off once the patient's blood hit the dialyzer. There was no leaking that occurred during priming. The machine did not alarm. Estimated blood loss was 50cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. The sample is being made available to the manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.